Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath and farawave catheter were selected for use. During the procedure, the faradrive sheath kept pulling back air whether a catheter was inserted in the sheath or not. The sheath was replaced with a new sheath, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.